Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Device evaluation summary: the unopened devices all have 3 dilators. Visual inspection of the opened device shows no outward signs of any damage. The od was measured using a caliper to be 0.0365 inches and the device length was measured to be 72 inches, the device label identifies the od to be 0.025 inches and the length to be 60 cm, (23.6 inches). The unopened devices from the same lot, the od were measured to be 0.0365 inches as well. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen pediatric insertion kit , the customer reported that the guide wire in the kit was incorrect. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.